Manufacturer narrative:
Product complaint # (B)(4). Batch # t5au0v. Investigation summary: the analysis results found that the ats45 device (a) was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon went to fire the instrument and it made a weird crunching noise. It fired the staple and cut but it felt weird. He reloaded it and it wouldn't fire at all. A second device was opened and had the same issue. It is unknown how the procedure was completed. There were no adverse patient consequences.